Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring around 150 to 165 ohms on the right ventricular (rv) channel. The defibrillation threshold (dft) testing was performed due to high shock impedance measurements, and the health care professional (hcp) had sent in the data for review. There was another vf test performed with successful dft testing. The device has reached elective replacement indicator (eri) and will be replaced soon. This device currently remains in service. No patient adverse effects were reported. Additional information received indicated that there was noise on the right ventricular (rv) electrogram (egm) and on non-(B)(6) right atrial (ra) lead. Upon review, this was myopotential. Technical services (ts) recommended troubleshooting options. This device currently remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).